Event description:
A 6060 was being used on a pt to infuse acyclovir via basal and 3 daily boluses. The PICC line clotted. Several days later, "something bad happened". No further information was provided by the reporter.